Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked at the septum and q-syte during medication infusion. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: conclusions: the defect of leakage is confirmed. The unit leaked when tested on the actuated position. Did the evaluation confirm the customer¿s experience with the bd product? Yes. Leakage occurred when the unit was tested on the actuated position. Were we able to reproduce the customer's experience with the bd product? Yes, leakage occurred when the water leak test was performed with the q-syte unit in the actuated position. Was the device used for treatment or diagnosis? Treatment. Lot analysis device/batch history record review: no. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: 6055995 ¿ this lot number was built on qfa line 1, from february 26, 2016 thru february 29, 2016. Review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review: no. Reason: this investigation is a s2-o3 level b which requires a qn/sap database review per ms-qs-083. Findings: no qn¿s were initiated during the production of the lot number associated with this account. Visual analysis observations and testing: received one used q-syte unit attached to a 24ga pegasus ext. Visual/microscopic evaluation: the top disk of the septum was pushed into the q-syte top body, residual septum material and adhesive was observed on the rim. The septum was put back into place, the septum was molded using the 16 cavity mold. Damage (tears) was observed on the septum top disk. Damage (tears) was observed on both sides of the column wall. No damage was observed on the slit of the septum bottom disk. Water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on the un-actuated position. When the q-syte unit was tested in the actuated position leakage occurred. Investigation conclusion: root cause relationship of device to the reported incident: indeterminate. The evaluation of the septum pushed into adapter location revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed. A definite source that caused the column and slit tears could not be established, the column tear could contribute to leakage. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. In-process inspections are conducted during the manufacturing process to identify process changes that could contribute damage. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly.